Event description:
The customer reported that the unit is failing the shift test as well as reporting a battery low message with a known good battery.

Manufacturer narrative:
The customer reported that the unit is failing the shift test as well as reporting a battery low message with a known good battery. Failure of the shift test is indicative of a malfunction. The unit was evaluated at philips and the failure was verified. Both the power and the control pca's were replaced to resolve this failure. Based on the available information, we could not determine the cause since multiple pca's were replaced.